Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went dead. The customer¿s blood glucose level was 198 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was also reported that the insulin pump was exposed to moisture. The customer was reported that the battery compartment was cracked. The customer was advised to replace and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the entire lcd display was white with a big black spot in the middle. There is no text displayed on screen. Upon further review of the interior of the device is heavily corroded just about everywhere. Unable to perform displacement and self tests due to the display anomaly. Device received with a crack on the battery tube which extends to the top where the battery threads are located. In addition the thin plastic strip located above the lcd display is missing.